Event description:
The user facility reported that a 62-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. Repositioning was attempted. The patient also had a ¿pump in aorta¿ after a coughing fit. Ultimately, the physician was unable to readvance the pump and it was exchanged. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on the available information, the root cause of the positioning issues was most likely due to wireless re-access. The device is not indicated for wireless re-access per IFU 0550-9002. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.